Event description:
It was reported that the spinal and proximal catheter segments were inserted into the hole of the open collet as far as possible, and the physician was unable to connect the collets of the catheter connector. The collet of the pump segment was pushed firmly towards the center of the connector, but the collet did not snap in. No click was heard. Neither did the procedure succeed with the spinal segment, where the collet also did not click in. Another collet was used from an 8785 kit to repeat the procedure. They did connect the segments with the new connector, but noted that too much force was necessary to do so. It was noted there was no harm/injury. The patient outcome was noted as the catheter was fully functional; normal cerebrospinal fluid backflow observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8781, lot# 0205387544, implanted: (B)(6) 2012, explanted:unk. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found acceptable testing of the catheter. The catheter was returned incomplete in segments. As received, one of the collets was correctly in position, while the other collet was not. The design engineer assisted in this analysis. No anomalies were seen with the collets, detents or any other part of the assembly. It was decided to let this engineer attempt to click the one collet into place since the engineer was more familiar with the force needed to correctly lock the collet in place. The engineer was able to move the collet over the detents and felt this action successfully occurred with a normal amount of force. No anomalies were noted and it was also noted that the catheter segments had been correctly positioned into place by the customer.